Event description:
Litigation alleges that the patient suffered synovitis, mechanical complications left total hip replacement, tissue necrosis, inflammation, loosening of the prosthesis, chromium and cobalt toxicity and complications therefrom, physical pain and disfigurement.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 5/15/2014 - medical records received. Upon revision, metallosis and no bony ingrowth on the acetabular cup. The information received does not change the MDR decision. This complaint was updated on: 06/04/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/18/2014 - received explant receipt letter. Dor provided. This complaint was updated on: 05/14/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.